Event description:
The customer reported via telephone significant disparities between her sensor glucose and blood glucose, including waking up with a low of 50 mg/dl while the sensor glucose read 72 mg/dl. The customer treated with food. Troubleshooting was not completed as the phone call dropped.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.